Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received occlusion alarms. The customer's blood glucose (bg) level was 346 mg/dl. Ketones were present and the level was considered as being dangerous (diabetic ketoacidosis-dka) by a healthcare provider. The pump supplies were changed and insulin delivery was resumed. A corrective bolus was delivered to address the high bg. Due to the dka and the corrective boluses that were delivered, the customer did not eat and the bg level dropped to 54 mg/dl. The low bg was treated by drinking water and eating food. The contact believes the pump was functioning correctly during the corrective boluses. The contact declined further follow-up.